Manufacturer narrative:
Follow-up #1 date of submission 07/16/2014-product analysis:the pump and battery cap were returned and evaluated by product analysis on 07/08/2014 with the following findings:the bolus button cover was found to be missing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a bolus button tactile/response issue with bolus button cover damage. It was reported the damage occurred first. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.